Manufacturer narrative:
Firing trigger teeth broken. Eval summary: the analysis results found that the device was returned in good visual condition and with a reload loaded. The reload was received fully loaded with staples. The device was noted to have the firing mechanism damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specification prior to shipments. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device locked out and would not fire. Another like device was used to complete the procedure. There was no adverse consequence to the pt.